Event description:
Customer found reagent probe to be leaking while idle. Field service engineer replaced the 3-way pinch valve. Instrument is fully operational and ready to be used. No indication of potential patient harm.

Manufacturer narrative:
Additional data: b5, g3, h6.

Event description:
Customer found reagent probe to be leaking while idle. Field service engineer replaced the 3-way pinch valve. Instrument is fully operational and ready to be used. No indication of potential patient harm.

Manufacturer narrative:
The probe malfunction may potentially impact staining performance. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer found reagent probe to be leaking while idle. Customer completed the test on another instrument. No delay to testing. Customer is awaiting the part to be replaced. No indication of patient or user harm.